Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays showed the glenosphere dissociating from the baseplate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 931820, catalog #: 405800, comp. Rev shldr 9 in steinmann, lot # 305350, catalog #: 110031424, cr vivacit-e 36mm brng std, lot # 64510452, catalog #: 110031399, mini tray std cocr +0 offset, lot # 64666142, catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 062930, catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 630330, catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 453810, catalog #: 115397, comp rvs cntrl 6.5x35mm st/rst, lot # 911560. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent shoulder arthroplasty. Subsequently patient was revised two weeks later as patient felt pop in shoulder doing normal daily activities. The patient's x-ray showed the glenoshohere has disassociated from baseplate.